Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. Reportedly, after 9pm, the customer experienced a low bg level of 35 mg/dl, which the customer was able to bring up to 100 mg/dl after treating with glucagon. Then, approximately around 12am, the customer's bg level dropped to 22 mg/dl. During that time, the contact took the customer off the pump, and gave the customer food. During troubleshooting with tandem technical support showed that the customer had transposed the blood glucose (bg) value and carbohydrates amounts when entering values into the pump. Additionally, review of pump history showed that the customer entered 100 grams of carbohydrates (instead of entering the bg value) at 9:03pm last night, and delivered that entire bolus. The contact verified the information provided and believes the customer accidentally entered carbohydrate values onto the pump instead of bg value. Recommendation was made to verify when values have been entered on the pump before delivering a bolus. Contact understood.